Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause : the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported by the customer that there patient was in the clinic to get a chemotherapy infusion. A new bag of medication was hung up and the pump was programmed correctly to infuse over a 30-minute period from 1130 to 1200. The rn watched the infusion drip and then went to care for other patients. The rn heard the pump finish at 1200, however, the pump did not infuse at all and the infusion showed as ¿completed.¿ the rn double-checked that it was programmed correctly and restarted the pump, which acted like it was infusing but not dripping. The line was removed and placed back in the pump and then it started to drip. Afterwards, the unit was swapped once the infusion was completed. There was patient involvement but no harm.

Event description:
It was reported by the customer that there patient was in the clinic to get a chemotherapy infusion. A new bag of medication was hung up and the pump was programmed correctly to infuse over a 30-minute period from 1130 to 1200. The rn watched the infusion drip and then went to care for other patients. The rn heard the pump finish at 1200, however, the pump did not infuse at all and the infusion showed as ¿completed.¿ the rn double-checked that it was programmed correctly and restarted the pump, which acted like it was infusing but not dripping. The line was removed and placed back in the pump and then it started to drip. Afterwards, the unit was swapped once the infusion was completed. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.